Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. The manufacturer¿s field service engineer (fse) confirmed the reported broken base, and wheels issue. The manufacturer¿s field service engineer (fse) replaced the base of cart has been fixed to address the reported problem.

Event description:
The customer reported has broken base, and wheels. There was no patient involvement.